Event description:
Port inserted 6/6/95 for use for chemo treatments. It became apparent that the port was not working and attempted to remove the port. When the port was removed the catheter was not attached. Catheter had to be removed in surgery.